Event description:
This study assessed long-term results of tevar in early recipients of tevar devices who were enrolled in us food and drug administration investigational device exemption clinical trials for aneurysm. This was a single-center retrospective study including 179 patients enrolled in 14 clinical trials for tevar for descending thoracic aortic aneurysm between 2000 and 2019. The following medtronic devices were used: talent, valiant and valiant navion. Among the patient population the following malfunctions occurred; type I endoleak, type ii endoleak, type iii endoleak, endoleak subtype unknown. Among the patient population the following adverse events occurred; reintervention including open surgical conversion, neurological event/paraplegia, stroke, tia. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled;" long-term outcomes of thoracic endovascular aortic repair for descending thoracic aortic aneurysms based on pooled results from FDA clinical trials". Lauren a. Gillinov, bs,a grace j. Wang, md, msce,b nicholas j. Goel, md ,a michael a. Catalano, md,a wilson y. Szeto, md,a venkat r. Kalapatapu, md,b and nimesh d. Desai, md, phd, journal of vascular surgery volume 82, number 3 doi: 10.1016/j.jvs.2025.05.038 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.